Event description:
The customer was hospitalized for high bgs. Troubleshooting was performed. The pump passd the functional testing. The customer had scar tissue in the insertion area and the site has been red/swollen. It was stated that the customer is two months pregnant. The customer also has stopped taking the two medications. Suggested the customer to try using a new insertion area and a different infusion set. Later the customer's spouse called and informed that the customer was wearing the pump the night before the call and had high bgs. The customer did not receive any alarms. A replacement pump was requested.